Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer stated that blood glucose level went up and they kept sensor off since yesterday.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with bolus. It was reported that they had changed entire set. The insulin pump will not be returned for analysis.